Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. This was treated by implantation of one endeavor sprint drug eluting stent in the mid rca. Approximately 14 months post index procedure the patient suffered acute non st segment elevation mi. The patient was treated with medication. The investigator assessed this event as not related to the index device or anti-platelet medication. The patient recovered.